Event description:
It was reported there were problems with recharging the device. The reporter indicated issues with coupling and/or communication. The patient had not recharged the device in 2 months. It was suspected the device may be overdischarged. The antenna locate feature was used. This caused the recharger to show a power on reset (por), and the patient's implant started to recharge. The patient was to call for assistance in clearing the por after recharging was complete. The following day, the por was cleared and the patient was able to use the ins.

Manufacturer narrative:
(B) (4).